Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly a functional spacer was placed with the implants listed: (efsr-n5pl-1686897, eis5-s10l-1661623). A full revision was done on (B)(6) 2017.